Manufacturer narrative:
The reported 5.0 twinfix ti anchor w/needles assembly intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the inserter broke due to excessive torsional load being placed on it during use. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder surgery the anchor was broken during insertion due to a torsional force being applied greater than normal, the broken anchor was removed from the patient. No significant delay was reported. The procedure was successfully completed using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.